Event description:
It was reported that the grey piston from the insulin pump has been popping out. It was stated that the device has not been dropped. The customer's blood glucose reading was 245mg/dl. The caller requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.